Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating low blood glucose readings and button error on the insulin pump. The customer's blood glucose was 49 mg/dl. The customer treated with juice. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no escape and act buttons response due to unlocked keypad connector on the lcd board. Unable to verify for sensor alarm error anomaly and unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no escape and act buttons response. The insulin pump received had scratched display window, cracked case at the display window corners and cracked reservoir tube lip.